Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).

Event description:
Asr revision reported via sales rep, right, reason(s) for revision : pain / loosening (cup). Update (B)(6) 2014: added further info from der. Added loosening to patient harm, dob and changed stem to implant not removed. The srom stem was left in situ. A duplicate com-(B)(4) has been created and is to be voided. Update rec'd (B)(6) 2015 - litigation papers received. Litigation alleges pain, discomfort, difficulty ambulating, fatigue, disability, impairment, scarring, disfigurement, and elevated metal ion levels. The existing MDR decision has been reversed and the femoral head, adapter sleeve, and stem have been reported. The complaint was updated on: (B)(6) 2015.